Event description:
A distributor in (B)(4) reported that an rt212 adult breathing circuit failed the leak test on a servo(I) ventilator. They further stated that the heater wire did not connect to the rt212 because a pin was cracked. This was found before use on a pt.

Manufacturer narrative:
(B)(4). The rt212 breathing circuit is not sold in the USA, but it is similar to a product which is sold in the USA. The 510(k) for the product is k983112. The complaint rt212 breathing circuit is currently en route to fisher & paykel healthcare for analysis. We will provide a follow-up report upon completion of our investigation.